Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported via manufacturer representative that she has not been able to charge ipg to 100%. She is able charge close to 100%, but not completely. Environmental/external/patient factors that may have led or contributed to the issue was noted as observation during stim replacement, existing pocket is deep. Patient is out of town and will connect when she returns. Additional information was received from the manufacturer representative (rep). It was reported the cause of the stimulator replacement was that the patient had an over discharged battery and recharging required about 6 hours every other day. Patient also had difficulties with coupling during recharge sessions. The battery was returned for analysis. The patient was able to charge to 100% when they met with manufacturer representative (rep) on (B)(6) 2020. The patient was informed that the battery is located higher than prior battery and this information could help with coupling during recharge sessions. Also clarified that patient does not need the recharge head to connect to the ipg. This could also help with any future confusion. At the time of the report the issues were resolved. The patient was instructed to contact rep if she was not able to charge to 100% at next recharge session.

Event description:
MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report has malfunctioned resulting in a serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.